Event description:
A ventilator was returned to the manufacturer for service due to the allegation from a customer that "during patient setup the unit alarmed various patient parameter alarms on screen and there was no volume coming from unit, also sounded like there may be an internal leak on the exhalation side of unit". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required alarm and active exhalation leak were confirmed. The device's system board and machine flow sensor were replaced to correct the issues.

Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service due to the allegation from a customer that "during patient setup the unit alarmed various patient parameter alarms on screen and there was no volume coming from unit, also sounded like there may be an internal leak on the exhalation side of unit". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required alarm and active exhalation leak were confirmed. The device's system board and machine flow sensor were replaced to correct the issues. The system board and the flow sensor were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the system pca on the trilogy evo stb (test bed) and ran therapy for approximately 1 hour using the existing device settings and the system pca operated without issue. Pil concluded that the system pca operates as designed. The pil installed the trilogy evo flow sensor on the trilogy evo stb and ran therapy for approximately 1 hour and the flow sensor operates without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed. Additionally, the product UDI in box : d has been updated to reflect current standards.